Manufacturer narrative:
At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. A getinge field service engineer contacted the customer and the customer stated that no one could find any unit needing repair at their facility. The customer stated that they had no units in the shop and he was not aware of any units needing repair. If any pertinent information is received in the future, supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called after they heard ¿a loud screeching noise¿ coming from the pump, and then it spontaneously shut down. Customer immediately went to the bedside and pressed the green power and rebooted it. Then, initiated therapy again by pressing the start key. Customer had another pump available, and wanted to know if she should switch the patient over. Customer changed patient over to backup unit. There was no patient harm reported.